Manufacturer narrative:
Manufacturer's investigation conclusion: it was initially reported that the device was returning for analysis; however, no product was returned. An autopsy as not performed. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 22 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired. Inotropes had been initiated. All relevant details were to be provided, but have not yet been received.

Event description:
It was reported that the patient¿s expiration was due to multi-organ failure. No autopsy would be performed.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Additional information. The referenced previous hospitalization for gi bleeding was reported in MFR#2916596-2018-04043 and the pump exchange was reported in MFR#2916596-2018-03851. Updated investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The account reported that no autopsy would be performed, and the pump was not explanted. Bleeding, infection, sepsis, renal failure, and right heart failure are listed as adverse events associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. The IFU also states right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's admission to the hospital was for a gastrointestinal bleed. It was reported that during hospitalization the patient underwent a heartmate 3 left ventricular assist system exchange and developed several post-operative complications, including acute renal failure, coagulopathy requiring transfusions and pseudomonas bacteremia. The patient's platelets were reported to be low since post-operative coagulpathy and did not recover with ultrafiltration. It was reported that the patient received five units of platelets. Throughout admission it, it was reported that the patient received multiple IV antibiotics for treatment. It was reported that the patient presented with right ventricular dysfunction that progressively worsened throughout the admission. It was reported that transthoracic echocardiogram on (B)(6) 2018 showed the right ventricle severely dilated compared to transesophageal echocardiogram on (B)(6) 2018 when right ventricle was mildly dilated; right ventricle had normal wall thickness and the right ventricle had a moderately to severely reduced systolic function. No further information was reported.